Manufacturer narrative:
Mml # (B)(6). Other device explaned. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient had gone to the emergency room due to pain at the battery site, fever, and chills. The patient was admitted, and the device was explanted. The patient was treated with antibiotics (oral and IV) and wound washout. A culture was taken, but the result was not provided to mainstay medical. The implantable pulse generator (ipg) and two leads were completely removed without complications. The hospital staff kept the removed devices. Therefore, no actual device evaluation could be performed. However, the device history record, including the sterilization process, was reviewed. No nonconformances were found.